Event description:
It was reported that the foley catheter fell out of the patient due to sterile water leakage. The catheter was inserted to the patient after operation and there was no problem during the pretest. However, when the patient returned to the ward, the catheter had fallen off. When the user checked the catheter again, water leaked from the drainage funnel. It was stated that the event happened six hours after placement. There was no rupture or tear in the balloon. Water leaked from the drainage eye into the inlet tube. No materials were possibly there in contact with the catheter and the catheter was inserted by hand. It was mentioned that health hazards to the patient were unknown. Per follow up information received via ibc on 22-nov-2022, stated that there were no health damages to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. The used three-way foley catheter was returned without the original packaging. No visible defects were noted on the catheter. A potential root cause for this event could be, "operator error". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out of the patient due to sterile water leakage. The catheter was inserted to the patient after operation and there was no problem during the pretest. However, when the patient returned to the ward, the catheter had fallen off. When the user checked the catheter again, water leaked from the drainage funnel. It was stated that the event happened six hours after placement. There was no rupture or tear in the balloon. Water leaked from the drainage eye into the inlet tube. No materials were possibly there in contact with the catheter and the catheter was inserted by hand. It was mentioned that health hazards to the patient were unknown. Per follow up information received via ibc on 22nov2022, stated that there were no health damages to the patient.